Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided by the healthcare facility states "leading haptic was broken when lens was placed into the eye."

Manufacturer narrative:
Rayner intraocular lenses limited has allocated the ref: (B)(4) to this case. The c-flex aspheric 970c was loaded by the scrub nurse. The healthcare facility reports that no resistance was encountered during injection. Haptic breakage was observed upon implantation of the iol into the eye. Remedial, corrective and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex aspheric 970c iol subject to this report was explanted. A back-up iol was implanted without further complication and without any adverse effect to the pt. The info received indicates that haptic breakage may have occurred as a result of a user loading error. A medical accuject injector was utilised to implant the c-flex aspheric 970c iol. The injector was retained and returned to rayner. Rayner has sent the accuject injector to the manufacturer (medicel ag) for inspection. The c-flex aspheric 970c iol wad discarded by the healthcare facility following explantation. No device analysis can be undertaken by rayner in this instance. Our review of production records for the c-flex aspheric 970c iol batch 123e54282 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects.